Manufacturer narrative:
Analysis found that the shaft was worn and motor shorted during pre-check. The unit was found to be too dirty and bearing corroded and cannot pass hi-pot. The temperature test result shows point 1: 80f, point 2: 83f and point 3: 121f. The motor was replaced as well as the bearing. The unit passed the test result. If information is provided in the future, a supplemental report will be issued.

Event description:
The distributor reported that the handpiece overheated during setup. There was no patient involvement.